Event description:
The customer reported check vent alarm - battery error. The customer reported that the unit was not in use on patient. The issue was discovered during setup. The customer contacted product support and reported code 1124 logged. With ac connected and unit off, the battery led is not illuminating at all. The battery mfg. Date and lot codes appear normal (april 2020). Battery volts = 8.5. Product support advised customer to swap in another battery. Before turning it on, with ac connected note the battery led and see if it is steady or flashing. If it is flashing that is an indication that the power management (pm) printed circuit board assembly (pcba) is charging the battery and the unit needs a new battery. If the battery led is not illuminating at all to replace the power management (pm) pcba. If the battery light-emitting diode (led) is on steady to operate the unit on battery power for 20 minutes then power it down, connect ac power and check the battery led. If it is flashing the unit needs a new battery. If it is steady to run the unit another 20 minutes on battery power until the battery is depleted enough to require charge. Per biomedical engineer she used a battery from another unit for purposes of isolating the issue and the findings confirmed battery failure. The issue was duplicated and ordered a battery replacement to address the reported issue. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred. The caused of the reported issue is battery failure. Based on the review of (power source issue, backup battery), check vent battery alarm problem found during device setup for patient use with no harm, injury, or intervention noted. Risk level associated with this complaint is 0.